Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any defects with the device. A flow rate test was performed and the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was infusing too slow. There was no patient injury or medical intervention associated with this event. No additional information is available.